Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-02093 for the other associated device information. It was reported to boston scientific corporation that a capio device was used during an unknown procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the suture broke and the needle was found stuck in the driver. A second capio device and suture were used but the suture again broke during withdrawal and the needle fell off on the table. The procedure was completed with a third capio device and suture. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.